Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed because an endoleak and compression of the ipsilateral leg of the right side were found by a follow-up CT san. Reportedly the ipsilateral leg was compressed by the devices of left side near the terminal aorta. An angiography showed no obvious endoleak and no aneurysm enlargement was noted either. For the right side, an additional contralateral leg component was implanted to reline the ipsilateral leg. The compression was resolved. For the left side, as a type iii endoleak between contralateral leg and iliac branch component was suspected, an additional aortic extender was implanted. The endoleak remained and it was judged as a type ii endoleak. No additional treatment was given and a wait-and-see approach would be taken. The patient tolerated the procedure.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: it should be noted the gore® excluder® aaa endoprothesis instructions for use (IFU) states ¿adverse events that may occur and/or require intervention include, but are not limited to, claudication (e.g., buttock, lower limb), embolization (micro and macro) with transient or permanent ischemia, improper component placement, and occlusion of device or native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.